Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(6). Complaint received as follows: market country: (B)(6). Complaint description: air leakage in use. Air leaked from the gap between the 15 mm connector and the tube shaft. This is the 2nd defective incident in a row. Remove the normal way.

Manufacturer narrative:
Based on available info, medical determination is that a recurrence of this malfunction would be likely to cause or contribute to a serious injury/serious illness, or death. The leak between the tracheostomy tube and the connector could compromise the pt's ventilation, leading to serious consequences if not discovered in good time or if the trigger alarms fail to alert health care providers. Reported to the FDA on (B)(4) 2013.